Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Available patient medical records and imaging studies have been received for evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm with implant of the alto abdominal aortic stent graft system on (B)(6) 2025. Reportedly, the patient had a long neck. The sealing ring was ballooned at the end of the procedure. Post-op computed tomography (CT) showed a potential type ia endoleak and potential infolding for a device that was potentially oversized. The physician originally elected to wait a minimum of 30 days before doing the follow up CT scan, but a follow up CT scan was done one week later. The follow up confirmed that the endoleak was a type ib endoleak.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak of the right common iliac artery complaint is confirmed. The additional endovascular procedure was confirmed. This is consistent with the reported adverse event/incident. Due to the right common iliac aneurysm, maximum size 36.9mm, it was planned to extend the right iliac with another iliac stent. The most distal iliac stent landed near inferior edge of the right common iliac sac resulting in a limited distal seal zone. The type ib complaint is likely anatomy related. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated.

Event description:
The patient was treated for an abdominal aortic aneurysm with implant of the alto abdominal aortic stent graft system on (B)(6) 2025. Reportedly, the patient had a long neck. The sealing ring was ballooned at the end of the procedure. Post-op computed tomography (CT) showed a potential type ia endoleak and potential infolding for a device that was potentially oversized. The physician originally elected to wait a minimum of 30 days before doing the follow up CT scan, but a follow up CT scan was done one week later. The follow up confirmed that the endoleak was a type ib endoleak. On (B)(6) 2026 the physician elected to implant an ovation ix limb extension and the endoleak was resolved.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak of the right common iliac artery complaint is confirmed. This is consistent with the reported adverse event/incident. Due to the right common iliac aneurysm, maximum size 36.9mm, it was planned to extend the right iliac with another iliac stent. The most distal iliac stent landed near inferior edge of the right common iliac sac resulting in a limited distal seal zone. The type ib complaint is likely anatomy related. Procedure related harms could not be determined. The final patient status was not reported. Additional medical records and medical imaging have been requested to confirm and assess the results of the intervention. A follow-up report will be submitted upon additional clinical evaluation. Corrections: b2: outcomes attributed to ae has been updated. B5: describe event or problem has been updated. B6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H6: impact code: remove code 4614. H6: investigation type codes: remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.